Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge change error issue was verified. Additionally the alleged false alarm and battery incorrectly displayed issues were verified in the pump logs, however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. Additionally, the pump battery gauge was fluctuating and the customer received an alarm that the wake button was stuck. Reportedly, the customer declined troubleshooting and reverted to manual injections for insulin therapy. Customer's blood glucose level was 150mg/dl.